Manufacturer narrative:
Concomitant medical products: 4076-52 lead implant date unknown; 4196-88 lead implant date unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited diminishing r-waves. It was also reported that a loop of one of the patient's leads was causing pre-erosion. It was not determined which lead specifically caused the pre-erosion. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.